Event description:
Ous MDR - after an implant duration of about 67 months oversensing with artifacts were reported. No inappropriate shocks were delivered. No adverse patient side effects were reported. The lead was explanted.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical inspection. The analysis demonstrated a rubbed through insulation at the proximal part of the lead. This insulation damage can be considered as the root cause for the observed oversensing issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the ICD can. Diagnostic images clarifying this assumption were not available for analysis. The deformation of the rv shock coil occurred most likely during the explantation procedure. The analysis of the lead did not reveal any sign of a material or manufacturing problem.